Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted multiple times in the ehl. The device was visually inspected. A delaminated downstream occlusion (dso) and upstream occlusion (uso) seal, damaged battery compartment and door was noted. Functional testing was performed. The dso sensor was found to be defective. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is unknown. The dso and uso seal, battery door and compartment were replaced. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was found during investigation of a returned pump that the downstream occlusion sensor was defective. There was no patient involvement and no harm/adverse event reported.